Event description:
One resolute integrity drug eluting stent was implanted to cover the target lesion in the distal lad. A dissection was reported and an additional resolute integrity drug eluting stent was implanted to treat the dissection. Stent was post dilated. Patient was discharged 3 days following the index procedure.

Manufacturer narrative:
Results: inherent risk of the procedure (dissection).